Event description:
The nurse reported while laying the red cell transfusion there was a leak at the screw thread of the pipe (part fixed on tap). We did not receive a sample for investigation. A retain sample was use for the practice test, tightness and free flow testing without finding any irregularities. The production documents were also investigated, there were no deviations regarding this complaint reason. Based on the investigation results, a root cause could not be determined.